Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). The lead had dislodged into the right atrium. The lead integrity alert (lia) had triggered for increased sensing integrity counter (sic) and high rate non-sustained episodes. It was noted the patient was febrile and had pyelonephritis and would be treated with intravenous (IV) antibiotics. The lead was explanted a few days later. No further patient complications have been reported as a result of this event.